Manufacturer narrative:
Philips service replaced the power supply and restored the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that an lvps failure caused loss of motorized movement during surgery on an allura xper fd20 or table. The clinical use of the system was in use. There was no reported patient or user harm.